Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level of 32.2 mmol/l. The customer was treated with insulin pump. The customer did not report symptoms such as a result of high blood glucose level. Customer did not allege that the insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer sated that insulin pump received pump error alarm prior to exit. Customer was not using auto mode feature. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.